Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a percutaneous coronary intervention, the patient experienced chest pains. In (B)(6) 2008, the patient was diagnosed with silent ischemia and cardiac catheterization was recommended. February 2008 the 80% stenosed and 12mm long target lesion was located in the 1st diagonal with a reference diameter of 2.75mm. The target lesion was pre-dilated and a 2.75x16mm ion stent was placed, resulting in 0% residual stenosis. In (B)(6) 2011, the patient returned for a follow up appointment. The patient experienced recurrent chest pains a couple of times over the last year which resolved with nitroglycerin. Treadmill stress test was recommended, which revealed good exercise tolerance with no angina or ECG changes. In (B)(6) 2012 - the patient presented with recurrent chest discomfort and was hospitalized on the same day. Cardiac catheterization was recommended. 70% stenosis was noted in the mid left anterior descending artery. The lesion was treated with the pre-dilation and placement of 3.00x18mm non bsc stent and a 3.00x24mm non bsc stent placed proximally and overlapping the initial stent. Post deployment of the stents resulted in 0% residual stenosis. The following day the event was considered resolved without residual effects and the patient was discharged on the same day.